Manufacturer narrative:
The returned device was evaluated. Inspection found no picture, picture flickers due to faulty cable unit. The unit was observed equipped with a non olympus cable. It was noted during evaluation that it is highly likely that the unit was previously repaired through a third party. Based on evaluation findings, the reported issue was identified to be attributed to a cable unit. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that during reprocessing the device was found with no picture. There was no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was assumed that the cable unit broke down and the video (image) was not displayed because the user put a load such as twisting on the cable part. It was presumed that the phenomenon is due to the handling of the user. As stated on the IFU (instruction for use) the user manual states: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Olympus will continue to monitor complaints for this device.